Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was an intermittent no device found message and the recharger failed the t5190 (antenna test temp) test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) said their recharger (rtm) cord looks like it was burnt into 2 pieces. Pt said they had first noticed it was getting warm and then the next day they noticed the damage. Pt said it was also displaying a replace the battery message on the controller when trying to charge which started appearing the same time they noticed the rtm damage. The patient was sent out a replacement recharger (rtm). No symptoms were reported. Additional information was received from a patient (pt). The reason for call was pt reported they received their replacement recharger antenna (rtm) yesterday, but they still couldn't charge their implantable neurostimulator (ins). Pt stated the rtm "works good", but they still couldn't charge their ins. Pt said they had been charging their ins all morning with "excellent" charge quality, but when they checked the ins battery an hour later, the ins battery had not changed. Patient services specialist (pss) asked the pt to unlock their controller and the pt was able to connect wirelessly to their ins. Pt noted the controller battery was at 30% and the ins battery was at 40% charged. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. Pss asked the pt to initiate a charge session to their ins and the pt was charging with "excellent" quality. Pt said it's a "little hard" to plug the rtm into the controller. Pss confirmed the pt used the replacement rtm to charge their ins. The issue was not resolved. The patient was sent out a replacement controller. No symptoms were reported.